Event description:
It was reported that during a routine interrogation visit, it was discovered that this right atrial (ra) lead exhibited loss of capture (loc). It was also noted that the device was reprogrammed. Chest xray imaging that was done revealed that the ra lead appeared to have dislodged. A lead revision was performed. The ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.